Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user in or room 2 was experiencing issues with the anesthesia cart not popping cubies for medications. Customer mentioned that opening and closing the drawer sometimes brought the mapping back up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 did not show the drawer mapping. The field service engineer (fse) reseated all drawer connections properly and found that the station was having difficulty completing the mapping process. The sensor was reseated, and the latch compartment was unscrewed and retightened. The drawer was then tested within the medical application, and the operation was successful. The system functioned as intended after the field service engineer repaired the device.